Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas and alleged the following: the pump has been emitting call service alarms, 7 within the last month. Animas has explained the reason for many of the alarms, but the parents of the patient have lost trust in the pump. There is no allegation of an adverse event related to this issue. This complaint is being reported due to the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission 07/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2013 with the following findings: the information regarding the event date could not be viewed in the pump¿s history due to continued use of the pump. The pump¿s history showed four call service alarms occurring in a two month period; no other activity outside of normal use was observed. During testing, the pump powered on normally and displayed the verify screen. The pump was able to prime and was tested for 24 hours with not alarms. The pump was opened and no internal damage or moisture was found.